Manufacturer narrative:
UDI: (B)(4). The pipeline flex braid was returned for evaluation without the pushwire. The braid was found to be fully open with fraying damage on one end and no damage on the other end. Based on the product analysis and the reported event details, the report of pipeline flex failure to open in the distal section could not be confirmed. The cause for the reported experience could not be determined; the returned pipeline flex braid was found to be fully open with damage. It is possible that the damaged braid may have contributed to the reported issue. However, the cause for the damage could not be conclusively determined. All braids are 100% inspected for uniform outer diameter, as well as damage and irregularities during the manufacturing process.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. It was reported that the patient was undergoing treatment of an unruptured, saccular aneurysm in the left cavernous internal carotid artery (ica). Max diameter was 11 mm and neck diameter was 5mm. Landing zone artery size was 4.3mm distal and 4.9mm proximal. The vessel was minimally tortuous. The devices were prepared and used as per IFU. The pipeline flex was advanced to the treatment site without friction in the catheter. It was reported that at deployment, the pipeline flex did not open in the distal section. The device was wagged as well as resheathed two times, which was not successful in opening the distal section. The pipeline flex was removed from the patient. The aneurysm was not treated. There was no report of patient injury as a result of this event.